Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.75 x 16 synergy¿ drug-eluting stent, it was noted that the stent protector was stuck with the stent. The stent protector was eventually removed but the stent was squashed. The device was stiffened to confirm that a guide wire could still be inserted through the device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.75 x 16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The 5 most proximal stent strut rows were undamaged and crimped correctly in position. The remainder of the stent was damaged and stretched distally such that distal end of stent is distal of device tip. The undamaged section of the crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident beneath the stretched stent struts indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.75 x 16 synergy¿ drug-eluting stent, it was noted that the stent protector was stuck with the stent. The stent protector was eventually removed but the stent was squashed. The device was stiffened to confirm that a guide wire could still be inserted through the device. No patient complications were reported and the patient's status was good.